Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open laparotomy distal gastrectomy, an unusual gear sound was heard during the first and second firing, but the device was fired without any problem. After the second firing (the reload was at about 30 degrees angle), the reload could not be returned to neutral position and the reload could not be removed. Power approach was performed, and the device was restarted., the reload was able to return to neutral position and was removed. There was no patient injury.